Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
Trail patient stated that they thought that lead moved because they were feeling stimulation differently. Patient said that they were just involved in an auto accident and they were the driver and they might have hit the steering wheel and they did not feel stimulation and getting the recheck external neurostimulator (ens) cable, screen#22. Patient had verified that everything was plugged in. It was instructed to press recheck however caller said this did not resolve the issue. Patient said that yesterday they were not feeling stimulation so they called medtronic representative and they reviewed that this was normal. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.